Event description:
It was reported that during a retrospective review of device data it was identified that this implantable cardioverter defibrillator (ICD) exhibited episodes of inappropriate shocks. No other information was provided. This device was explanted eleven years after implant. No further adverse patient effects were reported.